Event description:
It was reported that customer experienced a low blood glucose of 40 mg/dl. A pump log was reviewed and it was found that the customer request and confirmed multiple manual boluses leading to the low. The customer went to the emergency room and was subsequently admitted to the hospital. The customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.